Manufacturer narrative:
Patient identifier was not provided. Patient ethnicity was not provided. (B)(6). The age of the device was calculated as the time elapsed between device sterilization and the date of the event. Per exemption number e2016005. The involved device is reportedly not available for investigation. However, a video was provided. Inspection of the video confirmed that a leak occurred from the bottom of the oxygenator. It was not possible to asses the leaking point with certainty. No definitive conclusion can be drawn on the cause of the event without the device for investigation. The review of the DHR of the oxygenator lot confirmed that the device was released in compliance with manufacturing specifications. Frequency of this type of event is low. Sorin (B)(4) will continue to monitor the market for similar events. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available for return.

Event description:
Sorin (B)(4) received a report of a blood leak from the lower portion of an inspire 6f hollow fiber oxygenator during a procedure. According to the customer, the total blood loss was of 1000 ml and the patient was hemo-transfused. There was no report of patient injury.